Event description:
Upon removal of 6fr fast cath from femoral vein, the sheath portion remained in the patient the hub unattached. The physician inspected the sheath under fluoroscopy which revealed sheath migration. He consulted both interventional radiology and a vascular surgeon. They all agreed the best plan of action was removal of the sheath in interventional radiology. The patient was transported to interventional radiology with a successful outcome.